Manufacturer narrative:
The user facility did not involve the local s&s organization into examination of the device and thus, the available information is very limited. The manufacturer concludes a case-specific evaluation is not possible without knowledge of the observed device behavior. It cannot be excluded that a technical issue has led to a sw (software) runtime error and made the touch screen irresponsive. The sw runtime error may have been triggered by non-device related aspects such as an electrostatic discharge of the user during interaction with the device. And in fact, also other scenarios than sw runtime errors would be imaginable explanations for the reported behavior. For example, when the device does not sense a valid breath it switches to apnea ventilation. When in this mode, the ventilator does not react upon all user input commands like in other modes for reasons of patient safety. A differentiation of the root cause is not possible for draeger due to lack of relevant information. This report is filed in abundance of caution since it is not known if the reported behavior was related to an error condition or not and for how long the unresponsiveness of the user interface indeed persisted. H3: device not available for investigation.

Event description:
It was reported that the touch screen of the device suddenly became irresponsive. As per report, the operators have replaced the affected device by a spare ventilator. The hospital claimed this issue because the patient was in critical situation (resuscitation before using the vantilator) - it is not known if the exchange of ventilator had negative impact of patients state of health.